Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: noisy image and white residue on air/water supply/ auxiliary water flow and connector. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: noisy image due to printed circuit board is bad and additionally the most probable cause for white residue in air/water supply/ auxiliary water flow and connector could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope exhibited a frozen screen and could not be unfrozen. The event occurred during inspection for use. There was no patient involvement.